Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power controller board was recommended for replacement to resolve the issue. No patient information provided to date after requests on (B)(6) 2022 and (B)(6) 2022. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported a system shutdown during a case when a/c power was lost. Allegedly, the unit did not switch to battery power. There was no patient injury.